Manufacturer narrative:
During the device evaluation, the following was found: the scope leak test was incomplete due to the bending section cover, glue, insertion tube, plastic distal end cover falling off. There was a crack, and peeling on the bending section cover. The insertion tube had a dent, and the ring guage failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope experienced the outer sheath at the distal end peeling off. The event occurred during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the rubber glue damage could not be determined. It is possible that the damage was caused by stress, handling, or another factor. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿ do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result. Do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The bending section¿s covering may stretch or break and cause water leaks. The eyepiece section cannot be removed. Do not attempt to rotate it by force." Olympus will continue to monitor field performance for this device.